Event description:
The event is reported as: the circuit has a tear in the cap that covers the pressure port on the wye of the circuit. The alleged defect was discovered during pre-use check on a servo I ventilator. No patient injury reported.

Manufacturer narrative:
Product has been received by manufacturer, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.